Event description:
It was reported that "tip fracture in cto case. There was no reported harm or health consequences to the patient. Procedure was a multi-vessel diseased, in-stent restenosis in the lad cto. There was a tip fractured that separated and was left in the distal lad."

Manufacturer narrative:
(B)(4). The customer report of the turnpike tip fracture was confirmed through investigation of the returned unit. Visual analysis revealed damage to the tip where the ptfe liner was exposed and scuffing was seen on the black portion of the turnpike tip. This damage is consistent with over-torquing. The product IFU states. "Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. If using the turnpike or turnpike lp, unwind the catheter to its relaxed position and apply backward tension in order to dislodge the tip. If using the turnpike spiral or turnpike gold, rotate the catheter in the counter-clockwise direction with backward tension in order to dislodge the tip". Additional information was received from the customer that the patient was stable after the procedure and the remaining piece of the tip was left in the distal lad. Based on the customer report and returned device, the probable cause is likely unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.